Event description:
It was reported that the pump signals flow interruptions even when it is not connected to the infusion set. The issue was noticed before use, in the ward. No other codes or messages were displayed. Per reporter, they were unable to access the alarm log because they sent the pump for inspection. There was no patient involvement.

Manufacturer narrative:
E1: facility name (B)(6). H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged/detached. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing found a defective dso sensor. The dso sensor and seal were replaced.